Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon inserted the initial puncture with the 512sd, during the procedure. The trocar transected a branching vessel of the vena cava, creating a retroperitoneal hematoma. The surgeon converted to an open procedure to repair the transected vessel. The pt had an extended or time and extended hospital stay.